Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Event description:
It was reported that damage to the pump housing caused difficulty loading cartridges. Reportedly, the customer experienced an elevated blood glucose (bg) level of 582 mg/dl. Customer administered a manual injection to address bg. The customer reverted to manual injections for insulin therapy.